Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the wash station and acid/base dispenses, which passed. The cse cleaned the luminometer and ran dark counts, which were acceptable. The cse performed quality controls, which were within range. The cse then ran a low patient's sample and the results were within acceptable range. The cause of the discordant, false negative thcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative total human chorionic gonadotropin (thcg) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The customer ran correlations between two different lot numbers and obtained higher results. The corrected result was reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, false negative thcg result.